Manufacturer narrative:
The t:slim pump user guide cautions against overfilling a cartridge past 300 units as this can lead to cartridge error. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge. Reportedly, the cartridge had been filled with over 300 units as the customer pulled the plunger all the way back when filling the syringe. The customer's blood glucose level was not impacted by this event. During a follow-up, the customer reported the most recent fill estimate was accurate. Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged pump damage issue was verified. No failure related to the reported insulin gauge issue was identified.